Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report with supplemental information by a nurse from the USA of connection on transfer set and catheter became separated and peritonitis in a male coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On unreported dates, the patient began treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag (doses, frequencies and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On an unreported date, the patient stood up after dialyzing and the connection on the transfer set and catheter separated. The patient panicked and did not follow proper procedures. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized the same day. Treatment information was not reported. On (B)(6) 2011, the patient was discharged. On an unspecified date in 2011, the patient recovered from the peritonitis. Outcome for the event of the connection on transfer set and catheter became separated was unknown. Dianeal therapy was ongoing. The nurse reported that the event of peritonitis was not related to dianeal therapy. An opinion of causality for the event of connection on transfer set and catheter came separate was not provided. The nurse declined to provide further information.

Manufacturer narrative:
(B)(4). This complaint was not confirmed. A label review was conducted. The instructions in the homechoice patient at home guide are sufficient and relevant for this connection issue. The root cause of the reported condition was undetermined. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be conducted as the lot number is unknown. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. A follow-up report will be submitted if additional information becomes available.